Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a nc emerge mr balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, markerband, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. Functional testing of the device was carried out by attaching an inflation device (filled with water) to the hub of the catheter. Positive pressure was applied, and the balloon of the device inflated to rated burst pressure (rbp) for 5 minutes. The balloon held rbp and did not show any sign of leaking.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Intravascular ultrasound was performed. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.